Manufacturer narrative:
The test strips were requested for investigation. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek inrange meter serial number (B)(4) compared to a laboratory chronometric methodology. The patient's laboratory result was 3.9 inr. The patient's meter result within 3 hours was 5.4 inr. The patient¿s therapeutic range was 2.5-3.5 inr.